Manufacturer narrative:
The customer was contacted regarding patient information, but the customer did not respond.

Event description:
The customer reported that a burnt odor on the data acquisition board, review of the diagnostic reports found codes that indicated a spi bus failure. The customer reported the device was in use on patient, but there was no patient harm reported.